Event description:
During a mastectomy the device didn't form the clips correctly. They fell off the vessels. A second product was opened and it worked fine. The operation continued. There was no patient consequence.